Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced impaired wound healing and infection at the implant site. The patient was treated with antibiotics (specfic type and duration not reported) on (B)(6) 2026 and hospitalized (specific date and duration not reported). However, the issue did not resolve leading to the decision to explant the device. The device was subsequently explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.